Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200012 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was not firing during use. There was no consequence for the patient.

Event description:
It was reported that the stapler was not firing during use. There was no consequence for the patient.

Manufacturer narrative:
(B)(4). According to the investigator, the customer returned one unit of 528135 visistat 35r (B)(4) /box for investigation. The returned sample was visually examined with and without magnification. The stapler was returned with two staples remaining in the cover block. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple shot out of the device. The second staple did not form properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. The sample was sent to the tecate manufacturing site for additional evaluation. At the tecate manufacturing site, a visual inspection of components (pusher, staples, cover block, and rail) was performed, and no burrs were observed. The internal components of the stapler, including the forming tool and anvil, were used in another stapler, and no issues were detected. The device was observed to be correctly assembled. The reported complaint was confirmed. It could not be determined what exactly caused the staples to fire improperly. Several actions to mitigate defects for this issue were established as part of a nonconformance , which was closed on september 14, 2022. The returned sample was manufactured prior to these containment actions and corrections. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, the two remaining staples did not form and release properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was sent to the tecate manufacturing site for additional evaluation. It could not be determined what caused the staples to fire improperly. A nonconformance was opened by the manufacturing site to address this issue. The returned sample was manufactured prior to the containment actions and corrections established to address this. Teleflex will continue to monitor and trend on complaints of this nature.